Manufacturer narrative:
External insulation abrasion was noted at 40.9-41.5 cm from the distal tip consistent with lead friction to the ICD can another device or feature of the heart. Damage was noted at 30.5cm to 32.3 cm from the distal tip consistent with clavicle crush damage. Ptfe liner was damaged exposing the inner coil in this region.

Event description:
This report is to advise of an event observed during analysis.